Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was unknown. Customer stated that the display returned to normal. Customer stated that the blue line still there. Customer troubleshoot was performed. Customer also stated that they did not want to discontinue the use of the insulin pump and she did not have a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with red and blue lines across screen during testing. Problem isolated to lcd driver board.